Event description:
Information received from the field notes that during implant, the device exhibited no output. The device was programmed to 90 ppm and the patient's intrinsic rhythm was in the 40's. Therefore, a new device was placed.